Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4). Case subject: there was no patient involvement. 8015 error code 200.5040 account name: christus st patrick hospital account #: 1774600 asset name: 8015ls pcu dom v9.19.1.2 a/b/g/n asset location: contact mobile: patient or user involvement: no patient or user harm: no case description: 8015 sn: (B)(4) customer wanted to know how to fix this error code. Failure device type: failure problem type: failure mode: case resolution: I explain to the customer that in order to correct this problem he needed to re flash the 8015. I asked the customer was he familiar with the flashing process? He stated yes, I said ok and the call was ended. Ref:_00d30y0yr._5000l1sw3by:ref.